Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anterior resection, the device did not fire. They replaced with another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the 4.8mm single use loading unit (sulu) cartridge noted that a full staple complement was present. Since the instrument was not returned a representative instrument was used for testing. Functionally, the representative instrument and sulu were applied to test media with proper staple formation. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported. If information is provided in the future, a supplemental report will be issued.